Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.